Manufacturer narrative:
The insulin pump had intermittent blank display due to a faulty liquid crystal display board. Unable to perform the functional test and verify the battery out limit alarm due to the blank display.

Event description:
The customer reported a battery out limit alarm and an intermittent blank display. Troubleshooting was performed, and the insulin pump did not pass the self test. Advised that the insulin pump would be replaced. Nothing further was reported.